Event description:
It was reported that the patient passed away while connected to the ventilator. When the patient was found, the ventilator was still operating but there was no audible alarm. There are allegations that the ventilator resulted in the patient's death. To date, the customer has not reported a description of the ventilator malfunction to the manufacturer.